Event description:
It was reported that there was a loss of stimulation and therapeutic effect. The reporter stated that the patient lost pain relief and wanted the device removed. It was noted that the patient had less than 50% therapy relief. It was noted that the device had not been used or charged for over a year. The leads, extension and implantable neurostimulator (ins) were explanted. On (B)(6) 2013 (B)(4): document contained no new information.

Manufacturer narrative:
Concomitant product: product ID 3487a-56, lot # v515780, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type extension; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 3487a-56, lot # v515780, implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).